Event description:
An article was evaluated and dispositioned by lma north america medical affairs department. This case involved a pt in overseas who had an lma airway placed for urologic surgery. Two hours into the case, the surgeons decided to perform a nephrostomy in the prone position, so the lma airway was removed and the pt intubated. Bilious secretions were noted in the lma airway and in the pharynx, aspiration was confirmed with bronchoscopy. The pt was hospitalized in the ICU and developed multiple organ failure. The pt recovered after a lenghty hospitilization.